Event description:
It was reported that this right ventricular (rv) lead moved post implant, and the patient experienced difficulty in breathing, dizziness and balance issues since implant. A chest xray was done to confirm the dislodgement. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported. Subsequent additional information was received reported that during a follow up visit about six months later, this right ventricular (rv) lead was observed to exhibit a drop in amplitudes, pacing and shock impedance measurements. It was noted that a commanded shocks for patient atrial flutter were delivered possibly due to physician discretion. It was also noted that this rv lead was reprogrammed off and the physician has scheduled a revision procedure. At this time, the rv lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead moved post implant and the patient experienced difficulty in breathing, dizziness and balance issues since implant. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.